Event description:
The customer contact reported a separation. Prior to pt use, it was noted the extension set tubing was separated from the male luer adapter. Thought requested, no add'l info was provided.